Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025, information was received from a patient receiving an unknown drug via an implantable pump for non-malignant pain. It was reported that for the past 2-3 weeks, later stated as "about a month ago", the patient had been having difficulties connecting to the pump due to seeing a message that said something like "myptm unavailable, wait or retry", later stated "close, wait, or restart", which the agent understood as "myptm app not responding, close app or wait". The patient stated that if they restart it, they lose their bolus and they have to start all over again and wait 6 hours. The patient mentioned they lost a bolus due to this issue last night. The agent inquired if there was a delay on a specific screen but patient stated no. While on the call, the patient was able to successfully be connected to the pump, but stated "it's taking a long time to connect," later stated "it takes a minute to connect." The patient mentioned briefly seeing "move communicator" message but was able to connect well. The patient mentioned they were not "due for (a bolus for) a while" and then confirmed the lockout of 43 minutes. The agent assisted the patient in clearing data. Prior to clearing data, patient's data was 3.10 mg. The patient will monitor and call back fi further assistance was needed.